Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump failed auto test for two times. The customer¿s blood glucose level unknown at the time of the incident. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion and force sensor, occlusion tests. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to cold solder joint at keypad assembly. Pump error 4 was also confirmed in device history file.